Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and raised ketones, close to having diabetic ketoacidosis event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient sought medical attention and was admitted for overnight observation due to elevated ketone levels, reported as close to diabetic ketoacidosis and having a "sickness bug". No blood glucose values were provided. Intravenous fluids were administered during the hospital stay. The pod was worn during medical care, and no backup insulin delivery method was used following troubleshooting.